Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure. No further course of action will be taken at this time.

Manufacturer narrative:
Additional information was received that the patient was having to charge more often. The patient underwent a revision procedure wherein the ipg was replaced and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having charging issues. The patient will undergo a revision procedure. No further course of action will be taken at this time.